Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming wand was not operating properly. Programming wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue, communication difficulties was confirmed. The serial cable of the wand, which produced communications errors, had intermittent conductors. A known good bench serial cable ws substituted and all communication errors cleared.